Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible, the hemolysis and the positioning issues has been completed since the original report was filed. The device was not returned for investigation. Based on the clinical information provided, the root cause of hemolysis was most likely due to improper positioning since the pump was caught under pap muscle and was unable to reposition. The root cause of positioning issue was most likely due to use related. And the root cause of the limb ischemia was not determined as the necessary clinical information was not provided.

Event description:
It was additionally reported that the patient suffered from post-operative anemia and thrombocytopenia following impella explant. Additional information pertaining to the condition and potential intervention was not provided.

Manufacturer narrative:
B5 and h6 have been updated to account for the report of thrombocytopenia and post operative anemia suffered by the patient following impella explant.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible, and the hemolysis, the positioning issues, and the thrombocytopenia issues has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of hemolysis was most likely due to improper positioning since the pump was caught under pap muscle and was unable to reposition. The root cause of positioning issue was most likely due to use related. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and the thrombocytopenia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella cp for mechanical circulatory support. The complainant reported that a patient experienced multiple complications during impella cp support. Upon initial placement of the repositioning sheath, it was deemed that the sheath was occlusive. An external fem-fem bypass was subsequently placed to provide distal perfusion. An echocardiogram was then performed, and it was found that the device was under the papillary muscle. Attempts to reposition the device were unsuccessful resulting in low pump flows. The patient then began to have bloody urine and concerns for hemolysis were noted. Due to the reported issues, the decision was made to explant the pump. The patient was successfully weaned.